Manufacturer narrative:
Siemens healthcare diagnostics has confirmed an increase in the rate of "abnormal assay" errors and calibration failures with the dimension vista(r) b2mic flex(r) reagent cartridge lot 15037ma. The errors can occur on calibration, qc and/or patient samples. As stated in the dimension vista operator's guide, results with abnormal assay flags are not reportable. Siemens healthcare diagnostics issued an urgent medical device recall communication, 15-51, dated july 2015 instructing customers to discontinue use of b2mic lot 15037ma as a result of the issue. Customers were instructed to discard any remaining inventory of the lot and to contact siemens healthcare diagnostics for replacement product. Device from same lot evaluated. Device failure directly caused event.

Event description:
The customer reported an inability to calibrate the beta-2 microglobulin (b2mic) flex (r) reagent cartridge on the dimension vista instrument. Abnormal assay errors were obtained during the calibration process preventing acceptance of the calibration. Patient treatment was not altered or prescribed on the basis of the inability to calibrate the b2mic reagent. There is no indication of adverse patient impact due to the inability to calibrate the b2mic reagent.